Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing was noted due to myopotentials. Device reprogramming is anticipated to resolve the event. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.

Event description:
Additional information was received indicating that the device has been reprogrammed to resolve the event. The patient was stable.